Manufacturer narrative:
The previous reports were submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site.

Event description:
The previous reports were submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, b7, g4, g7, h1, h2, h3, h6, h10 corrected: a1. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: prosthetic material is found metallosis that is sent for cultural examination. Pulse lavage notes polyethylene in two fragments plus third smaller fragment. Remove the ceramic head that appears worn. Regenerex cup bottom appears intact. Reported event was confirmed by review of medical records provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device not returned for evaluation.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ceramic head . Unknown stem. Unknown biomet regenerex cup. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02210, 0001825034-2020-02211, 0001825034-2020-02212. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to pain, metallosis and liner fracture approximately 6 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.